Manufacturer narrative:
Initial reporter phone number: (B)(6). The device has not yet been received by olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there is no coagulation output. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure cannot be specified. Olympus will continue to monitor field performance for this device.